Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. An image of the valve deployed just prior to the point of no recapture in what appears to be the cusp overlap view shows a depth of approximately 4 millimeter (mm) on the non-coronary cusp. It is not possible to validate the depth on the left coronary cusp. Sometime during final release and removal of the delivery catheter system the valve dislodged aortic. Evidence suggests that the nose cone might have interacted with the evolut frame causing it to dislodge. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. However, the dislodgement event was not captured therefore cause of the dislodgement cannot be confirmed. There is evidence of a snare attached to the paddle of evolut, and a non-medtronic implanted. Updated data: h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) s emi-compliant balloon. The deployment starting point was at the bottom of the pigtail catheter. During final placement, the valve was at a 3 mm implant depth. It was noted that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012970422, use by date: 2027-08-14, UDI: (B)(4). Updated: h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a planned transcatheter aortic valve implantation using a transcatheter aortic valve evfxplus-26. Before the final implantation, the positions were checked in both angulations. After the final implantation, an x-ray check revealed a the valve had dislodged from the implant position. Attempts to retrieve the valve using a snare technique were unsuccessful. Subsequently, a second heart valve was implanted, resulting in a longer operation time. It was indicated that the patient may need another operation.